Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported through patient registry, approximately 2 years and 5 months post implantation of a 29mm sapien 3 valve, the valve was explanted. The cause of the explant is unknown at this time.

Manufacturer narrative:
Thv/tvt registry multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant 2 years and 5 months post implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reason for the valve explant cannot be confirmed. It is possible that patient factors and co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.